Event description:
During biopsy the biopsy gun misfired. New biopsy gun obtained and biopsy completed without issue. No patient harm. Occurred three times with three different patients over the last three months. Multiple lot numbers are affected.